Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 860 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue. Customer was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.